Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was in overdischarge (od). It was tried twice to get it out of the ins out of the od but they were not able to. The physician decided to replace the ins which was to be performed on (B)(6) 2016. Additional information received on jan. 9, 2017 from the manufacturer¿s representative reported that an end-of-service (eos) was seen on the patient¿s rechargeable ins due to od events. The eos notification was not correct relative to the implant date of the ins. The timing of the od events was not known as was the timing of the eos occurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.